Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing the guidewire through a microintroducer is confirmed but the root cause could not be determined. One 0.018 in. Stainless steel guidewire was returned for evaluation. A non-complainant microintroducer was used to test the guidewire revealed the non-complainant microintroducer to slide over most of the guidewire until it reached the proximal end of the guidewire. The non-complainant microintroducer would not slide over the proximal end of the complainant guidewire. A microscopic observation of the proximal end of the returned guidewire revealed the proximal tip to have disjointed coils just distal of the proximal weld tip. Because the returned guidewire was found to have disjointed coils, the complaint of difficulty advancing the microintroducer over the guidewire is confirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during PICC insertion, the sheath dilator did not pass through the guidewire, which was punctured again and handled with a new one. There was no reported patient injury. On 06/18/2024 it was found during an investigation the guidewire had disjointed coils just distal of the proximal weld tip.